Event description:
It was reported that the patient experienced an arteriovenous (av) fistula. After a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an av fistula. Ultrasound imaging was performed and revealed the fistula with significant turbulent flow. A compression device was applied, followed by a compression bandage. A follow-up ultrasound showed a persistent small fistula in the area of the right common femoral artery, which was hemodynamically insignificant. A conservative approach to the complication was decided in consultation with a vascular surgeon, with another follow-up ultrasound set to occur in one week's time. The patient was hospitalized in relation to the av fistula. The event is ongoing. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.